Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient was implanted with a spinal cord stimulation trial yesterday. Patient stated that the first medtronic trial failed. Patient was trying to reach their representative. Additional information was received from the manufacturer representative (rep). The rep noted that on the first trial, the pt used the restroom and quit feeling stim, came to the office and leads were completely pulled out.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.